Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): returned strip: qc 1: 3.1 inr. Retention strips: qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. "Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to a lab using the neoplastine ci+ reagent. On (B)(6) 2019, the laboratory result was 5.1 inr. At the same time on (B)(6) 2019, the customer tested on the meter and the result was 7.2 inr. The patient's therapeutic range is 2.5-3.0 inr. The customer has not taken warfarin since (B)(6) 2019.